Event description:
The customer's family member alleged inaccurate erratic readings on the patient's one touch basic meter. In 2001, around 6:00pm, the patient started getting weak, cold, sweaty, and shaky. The patient had already taken the evening dosage of 20u of humalin after dinner. A result of 96mg/dl was obtained. On the advice of the physician, the patient was retested with a result of 96 mg/dl and then given soda. This made the customer "more ill and patient threw up". The paramedics were called. The emt tested patient on their meter with a result of 240mg/dl, started patient on IV and transported patient to the emergency room, where they tested patient on the hospital meter with a result of 276mg/dl. Patient was admitted to the hospital for one week. They found out that patient had a silent mi and had kidney stones.